Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 465 mg/dl, 132 mg/dl on aviva combo meter (system 1) and 118 mg/dl on aviva plus meter (system 2). No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - aviva combo system 1, serial number - (B)(4). (B)(6) - aviva plus system 2, serial number - (B)(4).